Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly in the failure analysis center and determined that the cause of the reported failure was due to a shorted diode, designator cr15.

Event description:
The customer reported that whenever the device is powered on, it will attempt the self test then lose power. The device will not complete the boot up cycle and could not be used on a patient, if needed. There was no patient use associated.